Manufacturer narrative:
Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- internal wires are broken inside catheter (x-ray). No visible damage to the millar sensor, catheter material, or connector. No testing possible. Root cause analysis- the complaint was confirmed in the failure analysis. The root cause is ¿mishandling of the catheter¿.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to patient implantation of a codman microsensor ventricular catheter on an unknown date there was sensor failure. When the microsensor was connected to the intracranial pressure monitor, the microsensor was not detected by the intracranial pressure monitor. The physician changed to another microsensor which detected the sensor as expected. There was a 15-minute delay in surgery due to the microsensor failure with no adverse patient consequences.